Manufacturer narrative:
The reported event of ¿instable threshold¿ was not confirmed. As received, a complete lead with stylet partially inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
During implant procedure, unstable capture thresholds were observed on the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.